Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). The plan is to continue to monitor the patient and at this time, there is no evidence that suggests the device replacement procedure has been scheduled yet. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). The plan is to continue to monitor the patient and at this time, there is no evidence that suggests the device replacement procedure has been scheduled yet. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The explanting hospital kept the product as a clinical decision, so it is not expected to return for analysis.